Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter, the patient's mother, reported that on (B)(6) 2011 at 6:21 pm, the patient's pump delivered a bolus of 3.45 units without user intervention. The patient claimed he did not program this insulin bolus into the pump. At 6:35 pm, the patient's blood glucose level was 456 mg/dl after a meal; the patient had forgotten to take a bolus dose with his meal. The patient experienced no symptoms of high or low blood glucose levels. There was no adverse event due to this issue.